Event description:
Reported due to retroperitoneal bleed requiring blood products and a prolonged hospitalization. The operator successfully achieved closure of the arteriotomy site with the starclose device following an interventional procedure, reportedly, the device performed without any issues. After the procedure, the pt was transferred to the telemetry unit of the hospital for observation. Approximately four (4) hours after the procedure, the pt began to complain of "back pain and discomfort." An ultrasound was performed and was positive for a retroperitoneal bleed. The pt was treated for the retroperitoneal bleed with one (1) unit of packed red blood cells (prbc). Reportedly, the pt did not require surgery but their hospitalization was prolonged "an extra day." The pt's pre and post procedure hematocrit and hemoglobin levels are unk.